Event description:
Subject was not resuscitated. Date of the incident is unk. (B)(4).

Manufacturer narrative:
Based on ECG date and device internal memory related to incident. Conclusion: subject was in a non-shockable rhythm (asystole). No shock was advised/no shock delivered. Device did not cause or contribute to outcome.